Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 151 mg/dl. While troubleshooting, the customer stated that she received motor error. When the customer primed and pushed with plunger, the pressure is strong and she was unable to push insulin through with plunger. The customer mentioned that while on the phone, she changed out the entire infusion set and got the pump going. The customer will be sent replacement reservoir.